Event description:
A malfunction alarm was reported, but there was no notable event preceding it. The customer declined to provide whether their blood glucose level exceeded 500 mg/dl, so no information was available about its impact. Technical support assisted the customer by providing pump reset information and helping with the reset process; the malfunction did not recur after the reset. The customer was advised to continue using the pump and to call back if the malfunction code reappears, which they acknowledged and understood.